Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt a loss of stimulation. It was noted that impedance measurements only showed "- -" and "bat" value of implantable neurostimulator (ins) was 0.000. It was noted that since these were indicators for a 509 error a physician mode recharge was performed. Afterwards, the patient felt stimulation again and the ins showed normal function. Symptoms included less than (B)(4) therapy relief at an unknown location. After reset or reprogramming the patient immediately had therapeutic effect again. It was noted that the cause of issue was probably caused by changing between programmed groups (root cause of error 509). It was further noted that there was probably a 509 error code. It was noted that troubleshooting included reprogramming. It was further noted that the issue was resolved.